Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In 2019, the remaining battery longevity was three years. At a recent device check the battery longevity had reach elective replacement indicator (eri).the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. In 2019, the remaining battery longevity was three years. At a recent device check the battery longevity had reach elective replacement indicator (eri).the device remains implanted. No adverse patient effects were reported.additional information that a revision procedure was completed, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.